Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Medical device brand name: inst prepmate final assy univ 100-240v. D.1. Medical device catalog # : 491103. D.1. Medical device serial #: (B)(6). H.6. Investigation summary: the complaint alleges the prepmate (catalog number 491103, serial number (B)(6) where customer concerned centrifuge pose health hazard for staff due to loose hydraulics on lid hinges. Customer replaced with a new centrifuge and the old centrifuge had been safely destroyed. This is a confirmed complaint and root cause due to loose hydraulics on lid hinges. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed. No work order was opened for the same complaint failure mode reported previously. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of risk management files confirm there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with failure of centrifuge.

Event description:
It was reported that while using bd hettich centrifuge 380 220v, the hydraulic hinges of the lid are no longer working causing the lid to not stay open. No patient impact reported. The following information was provided by the initial reporter: "customer had reported that hydraulic hinges of hettich centrifuge lid in (B)(6) were no longer working and staff had to manually hold open the centrifuge lid when inserting or removing samples. Serial number : (B)(6).

Event description:
It was reported that while using bd hettich centrifuge 380 220v, the hydraulic hinges of the lid are no longer working causing the lid to not stay open. No patient impact reported. The following information was provided by the initial reporter: "customer had reported that hydraulic hinges of hettich centrifuge lid in july were no longer working and staff had to manually hold open the centrifuge lid when inserting or removing samples. Serial number : (B)(6).

Manufacturer narrative:
D2a: common device name: unknown . D4. Medical device expiration date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.